Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278218, expiration date 07/31/2014). (B)(6).

Event description:
Customer received result of 21.0 mmol/l on the mobile system, and a result of 7.3 mmol/l on the aviva system within 10 minutes. On a different date customer received result of 6 "something" (mmol/l) on the mobile system, and a result of 3.8 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer only returned the meter.